Manufacturer narrative:
The implant date which was provided in co initial medwatch report (see section d7), was incorrectly reported; the implant date was 8/28/94). Gross examination of the device revealed no apparent abnormalities to contribute to the report of infection. Based on the limited info received, device function was not associated with the cause for removal. In addition, all devices sold and labelled as sterile by this corporation are released according to manufacturing and quality assurance procedures. Based on this, qa concludes that the implanted device was sterile prior to opening of the package and the infection initiated from a source or sources other than this device. Because device evaluation would not conclusively confirm or disprove the report of infection in-vivo, qa will accept the physician's observations of this as the cause for surgical intervention.

Event description:
The device was removed due to "infection". As reported to co, the entire device was removed and replaced with another co penile prosthesis.